Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - failure (event) observed during analaysis. External insulation abrasion was found at 51.7-51.8cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at the same location.